Event description:
A physician returned the multifocal intraocular lens with a request to measure the diopter. No additional information was supplied.

Manufacturer narrative:
A detailed review of all manufacturing processes showed that the inspections performed at different stages were within product specifications. No process deviation was detected during the manufacturing of this production order. It was affirmed that all diopter measurement equipment was appropriately calibrated when this production order was manufactured. In conclusion, no assignable cause for the mixup related to the manufacturing process could be identified and we do not believe this diopter discrepancy is manufacturing related.

Manufacturer narrative:
A multifocal intraocular lens was received in a lens case labeled 24.5 diopter. Physician stated he thought the iol was a 26.0 diopter and requested confirmation of the power. He gave no other information or comment. The returned iol was measured by the manufacturer and confirmed to be a 26.0 diopter. Several attempts were made by telephone, letter and fax to contact the physician and complaint reporter requesting additional information, all without success. To date no information has been received. We have not been able to confirm if the lens was ever implanted and whether or not the lens case it was received in is the correct lens case and serial number for the returned iol. No additional reports of a similar nature were received for lenses manufactured in the lot identified by the lens case serial number. The manufacturer will continue in its attempts to obtain definitive information as related to this report.